Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was skiing and had suspended the pump because her blood glucose level was low. Customer took the pump off and left the reservoir in the pump. Customer stated that her blood glucose level has not been above 82 mg/dl for the last 5 hours. Customer stated that she may have been exerting too much energy causing the low blood glucose level. Customer has been eating all day and gave herself a little bit of insulin. Customer delivered insulin through the reservoir by removing the reservoir and pushing insulin through the tubing with her finger. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.